Event description:
A malfunction alarm was reported with a malfunction code displayed as malf 0. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Technical support provided pump reset information and guided the customer in resetting the pump, which successfully resolved the issue without recurrence. The customer continued to use the pump for insulin therapy.